Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose and the sensor has not alerted her. Issue has occurred three times in the last couple of weeks. Blood glucose value was 400 mg/dl and she has a sensor end alert. She also reported she had low blood glucose of 30 mg/dl on (B)(6) 2015. The customer was advised to monitor the sensor readings and call back if there are large differences with the blood glucose level.